Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "one side is completely flat". Clarification to d6a implant date: 2022 (year only received.)

Event description:
Healthcare professional reported "one side is completely flat". The device remains implanted. This record relates to an unknown side.

Event description:
Healthcare professional reported "deflation on one side". The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b3, b5, d1, d4, d6b, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.